Event description:
Reason for revision: pain, component (corail) loosening, rheumatoid arthritis, alval/soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.